Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The actual device reported in section d is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an exafit stem 3.3 8/10 in 2003. A cracking sensation was felt by the patient when he stood up. The patient was revised on (B)(6) 2015.

Manufacturer narrative:
As no lot number was provided for the devices, the device history records could not be reviewed. No trend identified. The compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of incoming information: it was reported that a patient felt a cracking sensation in his left hip when he stood up. The stem has been replaced. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. In early january 2003, zimmer initiated a design change including a modification of the impaction hole to allow the use of a standard instrumentation for impaction and extraction. This resulted in the introduction of a new design of the exafit stem in april 2003. Also during the same year 2003, there was a report in february 2003 of breakage of the exafit stem in january 2003. The root cause of the breakage was determined to be an impaction hole which resulted in a notch effect. For the case at hand it can not be determined in which area the stem was broken and if it is related to the mentioned design change. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4). Note: the actual device reported is not marketed in USA, but devices with similar characteristics are marketed in USA, and therefore this report was filed.